Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: detachment of device components, difficult to remove. Time of device issue: during the procedure. Adverse event: foreign body in patient. Onset of adverse event: during the procedure. It was reported that during an obtuse marginal (om) stenting procedure, in a heavily tortuous vessel, the lesion was predilated with a non-abbott device-3.0 x 15 mm. A 2.75 x 28 mm xience v stent was placed in the distal om at 14 atmosphere (atm). A second xience stent was positioned mid-vessel, slightly overlapped the previously placed stent and was deployed at 14 atm. During withdrawal of the stent delivery system, resistance was met and the balloon was noted to be "trapped". The shaft was removed; however, the balloon remained in the vessel. Several unsuccessful attempts were made to snare the balloon. A surgeon was called in for a left lateral thoracotomy to perform a single coronary bypass of the om. The balloon remains in the vessel. The patient remains stable. Although requested, there was no additional information provided.